Event description:
It was reported that shaft break occurred. The protective plastic sleeve was removed from a 2.75 x 28 synergy drug-eluting stent in preparation for use. The hypotube detached when the synergy was being advanced into the guide catheter. It was also noted that the synergy stent was not attached to the delivery system. It was not possible to continue the procedure with the synergy and the procedure was completed using alternative method or device. No patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).